Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The prograsp forceps has been returned and evaluated by the failure analysis. The instrument was found to have a dislodged grip tang which caused misalignment of the grip tips. The probable root cause is attributed to use conditions. The inability to open grips is likely due to high friction in instrument grip range of motion (rom). The grips may fail to open when attempting to cut through too much tissue and overloading the grips, cutting through a hard object like a clip or staple, or failing to keep the jaws of the instrument clean. This issue can be resolved by using either the grip release button to manually open the jaws or an alternate instrument to complete the procedure.

Event description:
It was reported that during central processing, the prograsp forceps jaws were misaligned. There was no report of patient involvement.